Event description:
Freer elevator broke during surgical procedure, 2mm by 1/2cm stainless steel piece broke off and embedded into pt's soft tissue in left shoulder. Physician was unable to retrieve/remove from pt's left shoulder. MFR #1226348-2004-00282.